Event description:
The customer reported that the generator will not completely boot up.

Manufacturer narrative:
(B) (4). The ge service rep removed the existing generator diskette and replaced it with the back-up diskette. He re-booted the system a number of times to verify proper operation. He used a back-up diskette to create a functional backup diskette. The system performs as intended.